Event description:
It was reported that at implant the pulse generator exhibited loss of capture when the leads were connected. The device was replaced and returned for analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Complaint could not be confirmed. The reason for the reported loss of capture could not be determined. Normal electrical characteristics and device function were measured through all mechanical, electrical, and thermal stress tests.